Manufacturer narrative:
The insulin had button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received with cracked display window corners and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. To the public under the freedom of information act.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.